Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump exchange from (B)(6) to (B)(6) on (B)(6) 2025. The patient had been experiencing continuous flow decrease from 3.4 l/min to 2.3 l/min for one week. Laboratory tests, computed tomography (CT) scans, and log files showed no evidence of pump thrombosis. Due to the patient's increasing deterioration (shortness of breath) and flow decreases to 1.8 l/min, the decision was made to replace the pump. After replacing the pump, the inflow cannula was found to be almost completely clogged with organic material. The patient then passed away on (B)(6) 2025. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. The outcome was not device related. An autopsy will be performed and report provided. The pump will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.